Event description:
It was reported to philips that the system could not do fluoroscopy or make exposures intermittently. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the makv control board. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not do fluoroscopy or make exposures intermittently. Analysis of the system log file showed multiple x-ray generator errors. During troubleshooting, the fse found that the cube software becoming corrupted and reloaded the cube twice. Upon further troubleshooting, the fse identified that the x-ray generator control would intermittently lose programming. The fse replaced the ma kv control board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.